Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 260 mg/dl. The customer delivered a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. The customer stated to fill the cartridge with cold insulin. The customer was educated to only load insulin at room temperature. The customer stated to have a slight cold. A recommendation was made to the customer to change supplies and to contact the healthcare provider to discuss factors that may affect bg level.